Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08309. Follow-up identified the issue is resolved.

Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08309. It was reported the patient had her trial leads removed on (B)(6) 2015 and the next day was hospitalized due to fever, chills and nausea. Reportedly, the incision site was red and warm to the touch. However, there was no drainage from the site. The physician suspects the patient could possibly have cellulitis. Cultures were not taken during that time. Follow-up identified the patient was discharged from the hospital 3 days after the initial (B)(6) 2015 admission date. Subsequently, the patient was admitted again on (B)(6) 2015 due to an abscess on the spine. The abscess was drained and cultured on (B)(6) 2015. The culture results are currently unavailable.

Manufacturer narrative:
(B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.